Event description:
It was reported that on pod 4 or 5 after 2-level posterior cervical fusion and lateral mass fusion with infuse bone graft, patient developed pain and an MRI demonstrated extradural spinal cord compression from a serous fluid collection. Doctor thought that this might have been a csf leak but on re-exploration it did not extend down by the dura. There was extradural dead space present and the swelling was adjacent to the muscle. Two drains were placed, one deep and one superficial. Patient is doing ok. It is unknown if the infuse bone graft contributed to the reported event.